Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. System logs confirm the fault occurred in the field. During visual inspection, fa found the bezel was cracked on the top left corner. C-34 error occurred during start-up and m-11/c-30 error during mono cut. The unit then was placed on a system and was run in normal mode. Measurement value for hf voltage (too small with on) was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical radical prostatectomy without lymphadenectomy procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) received an error m-11 on the vio integrated electrosurgical generator unit (erbe). Before calling technical support, the customer had power cycled the erbe generator and replace cautery cord. There was no change. The bipolar function could not be used. The procedure was completed with no reported injury. Isi contacted the isi senior engineer and obtained the following information: the customer converted to another brand system (generator) to complete the procedure. Both the monopolar and bipolar functions generated error c-30. There was no injury to the patient. Patient demographics were asked but was not provided.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.